Manufacturer narrative:
Batch review performed on (B)(6) 2022 lot 1906622: lot 1906622: 30 items manufactured and released on (B)(6) 2019. Expiration date: 2024-11-05. No anomalies found related to the problem. To date, 3 items of the same lot have been sold without any similar reported event during the period of review. Additional implanted components: batch review performed on (B)(6) 2022 anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 2004035: lot 2004035: 111 items manufactured and released on (B)(6) 2021. Expiration date: 2026-03-25. No anomalies found related to the problem. To date, 44 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on (B)(6) 2022 anatomical shoulder system 04.01.0099 metal humeral head ø58 (k170910) lot. 1710030: lot 1710030: 34 items manufactured and released on (B)(6) 2018. Expiration date: 2023-04-15. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had primary surgery of medacta products on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a loose humeral component and the cause is unknown. The surgeon revised the diaphysis, metaphysis, and liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in reporting pain due to a dislocation of the liner from the competitor glenosphere and stem loosening. The surgeon removed the reverse liner, metaphysis and stem and implanted an anatomic metaphysis, double eccenter and humeral head. The surgery was completed successfully. The patient had a previous revision surgery of competitor's products: reverse 6+ years post primary that was missing a large portion of the proximal humerus. Presently, on (B)(6) 2022, the patient came in reporting pain due to sustaining a wound breakdown from the previous revision surgery. The surgeon removed all components and the surgery was completed successfully.